Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. To assure a high quality specimen when utilizing heparin plasma, several factors are key. Included, but not limited to are: proper phlebotomy technique to minimize poor barrier separation and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. Evaluation and enforcement of ¿add on testing¿ policies and validation of analyte stability, including the effects of specimens containing latent fibrin should be considered. The photos were evaluated and the customer's indicated failure mode for erroneous results with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Titrations were done on tubes from this lot on a separate complaint, all tubes were within specification. Further troubleshooting was done by bd technical service and the customer has acknowledged that the issue that was reported to bd was in fact an internal phlebotomy cause. A review of specimen handling parameters should be reviewed for this tube type. Investigation conclusion: the photos were evaluated and the customer's indicated failure mode for erroneous results with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Titrations were done on tubes from this lot in pr (B)(4) , all tubes were within specification. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported there were 3 occurrences of low na levels with a bd vacutainer® pst¿ gel and lithium heparinn (lh) (B)(4) units blood collection tubes. The following information was provided by the initial reporter: it was reported the pst tubes had low na levels sporadically. Low na+ seen sporadically last week. 3 more specimens received. "We had this occur with 3 more specimens today. The gel barrier and right on top of the gel did not look right. We thought maybe they did not get spun for the 10 minutes, 2 of these are below: (these are lithium heparin tubes).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there were 3 occurrences of low na levels with a bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes. The following information was provided by the initial reporter: it was reported the pst tubes had low na levels sporadically. Low na+ seen sporadically last week. 3 more specimens received. "We had this occur with 3 more specimens today. The gel barrier and right on top of the gel did not look right. We thought maybe they did not get spun for the 10 minutes, 2 of these are below: (these are lithium heparin tubes).